Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she had an issue with her quick sets in the past. Customer stated that she had received a no delivery alarm 4 times. Customer stated that she went to put air into the bottle and it finally went through. Customer stated that when she put the reservoir into the pump, she kept getting an error message and a no delivery alarm. Customer stated that the reservoir was causing the problem. Customer's blood glucose level was 220 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.